Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 57445 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture in the upright position while programmed to the recommended safety margin. The lead was capped and replaced. No patient complications have been reported as a result of this event.